Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to poly wear. Surgeon performed a head and liner exchange.

Manufacturer narrative:
An event regarding revision due to wear involving a trident liner was reported. The event was not confirmed. Conclusion: the reported event of liner wear was not confirmed or the cause of the event could not be determined with the limited information that was provided. Further information such as device evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised due to poly wear. Surgeon performed a head & liner exchange.